Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump does not have audible tone. The customer¿s blood glucose level was 177mg/dl at the time of the incident. Trouble shooting was performed and pump is not emitting sounds or vibrations. The insulin pump is being replaced and is expected to return for analysis. No further details are given.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify audio/vibrate anomaly due to blank display.